Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a device change out due to normal elective replacement indicator (eri), the device changed from a bipolar to a unipolar pacing configuration. It was noted that cautery was utilized during the device removal. The device was explanted and replaced. No patient complications have been reported as a result of this event.